Event description:
It was reported that: a baby was located in a bed with a pt4000 above. After the nurse was adjusting the angle of the lamp, the lamp came loose from its docking and fell down. First it was reported that the lamp fell beside the pt and that no injury occurred. But on 1st sept drager medical received info that the lamp was fallen on the pts left arm area and that therefore the baby received physiotherapy.

Manufacturer narrative:
The phototherapy lamp pt4000 can be used on a mobile stand to position it above the pt. For use on the mobile stand the handles at both sides of the lamp have to be locked in place into the cutouts of the bracket arm of the stand. The angle of the bracket arm can be adjusted to optimize light transmission to the baby. For all adjustable angles the mounting ensures that the lamp can not fall down during use. The pt4000 and the mobile stand were checked on site after the event and found to meet the specification. No damage was observed. Detailed photos were taken of lamp handles and bracket and analyzed by the MFR. No deviation was identified. It is described in the instructions for use (attachment), how the pt4000 is to install on the mobile stand. The reported event is an isolated case. The MFR concludes that no device failure has contributed to the reported event.